Event description:
It was reported to nova biomedical that a consumer received high results all day, and every two hours administered an unknown of amount of insulin. At 11:30pm the consumer experienced a hypoglycemic event requiring medical intervention. The consumer's spouse drove her to the emergency room where they performed a blood glucose test with their meter getting a result of 30 mg/dl. During the call to customer support, it was revealed that the consumer does not control solution test their test strips before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.